Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they just had their leads replaced last week and were still having the same issues with connecting to the implant. Caller stated they were having a hard time staying connected when trying to charge the implant or just when adjusting their programs and had to hold the controller right over the implant to get it to connect. Caller added that they used to be able to hold the controller out in front of them and adjust settings or even walk around while recharging the implant, but now they struggled to connect at all. Caller noted that today they were able to get the implant charged, but they were hurting so bad from having to twist around to see the controller and make sure the green light was blinking. Caller stated this had been going on for months and they stopped using the implant for several months because the therapy wasn't working due to having 3 broken spots on their leads. Caller thought the surgeon was replacing the implant as well because they thought it was a problem with the implant but found out after the fact that insurance only approved the leads. Caller noted that during the lead revision the manufacturer representative that was there was able to connect to the implant but had to be 2 inches away from it. Caller noted the rep stated it was a battery issue. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller mentioned historical information that the representative had to work with them for 3 hours trying to get stimulation to weave through the scar tissue in order to get any stimulation or help give them any pain relief at all before they stopped using it all together. Caller noted they only had one program that kind of worked and they couldn't adjust it at all, but now after the lead revision the therapy was workin g as it should.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2024 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.